Event description:
The target lesion site was in a left anterior descending coronary artery that was described as a "mildly calcified vessel with a 99% stenosis in its mid segment...the vessel is diffusely irregular and calcified." The lesion was difficult to cross and required several coronary guidewires to finally cross the lesion. Predilatation of the lesion with a 3.5mm diameter percutaneous transluminal coronary angioplasty balloon resulted in a significant dissection of the artery that affected the hemodynamic status of the pt. A 3.5mm diameter x 24mm length ave gfx stent was successfully placed at the target lesion in the left anterior descending coronary artery and reopro was administered to prevent thrombus formation. Three days later, the pt returned to the cath lab for re-intervention of the circumflex coronary artery when it was discovered that the left anterior descending artery had re-occluded. Another MFR's stent was placed to treat the reocclusion, with the ave stent, al..the target lesion site. A second stent from another MFR was also placed in the distal lesion of the left anterior descending coronary artery. The subsequent procedure was successful and the doctor has no complaint regarding the ave stent. There was no additional clinical sequelae reported relative to the event.